Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to corroded keypad traces. Device had severely scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked case at reservoir tube window corners, stained address or serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer¿s blood glucose was 10.9 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error even after the battery has been changed.. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.